Event description:
The following has been reported: agilia sp pca recently rolled out in the hospital. There was a device whereby a nurse witnessed 4mls being delivering via patient bolus rather than 2ml. Additional info received: 'my colleague has tested both devices on a constant flow rate and pca bolus, both of which (over- and under-infusing pump) are within specification. Tests performed on a fluke ida-5 infusion device analyser. I am hoping [fk complaint handler] could shed some light on the issue and if the logs sent have revealed anything. Not aware of a discrepancy between the infused amount measured by the ida and that recorded on the device. We'll retest both tomorrow to ensure they match.' Awaiting device shipment back to manufacturer for investigation. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.